Event description:
It was reported that during an arthroscopic knee procedure, the physician (B)(6) was utilizing a super multivac 50 icw. Intra-operative, the screen of the wand located at the distal end fell off and was lost inside the surgical site. Another arthrowand was used to complete the procedure. No other complications were reported as a result of this event.

Manufacturer narrative:
The patient identifier, age, weight and gender were not available.